Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. Vascular access was obtained via the ulnar vein. The target lesion was located in a shunt. Following placement of an imager catheter, a 185cm pt² guide wire was selected and advanced without any problem. The imager catheter was then removed and a non-bsc monorail balloon catheter was advanced over the guide wire. Upon looking at the fluoroscopic image, the physician noticed that the balloon was not following the guide wire. It was found out that the guide wire broke into two pieces. The physician attempted to remove the broken wire from the venous vessel but failed. So, the vascular surgeon removed the wire by creating a small hole in the ulnar vein. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch and presented with the wire separate in two section, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned fractured in two sections. The part#2 (distal section) presented a kinked at 2.2cm approx. From the distal end. All the outer diameter (od) measurements taken were according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: samples 1 and 2 presented evidence of multidirectional/rotational bending with tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. Vascular access was obtained via the ulnar vein. The target lesion was located in a shunt. Following placement of an imager catheter, a 185cm pt²¿ guide wire was selected and advanced without any problem. The imager catheter was then removed and a non-bsc monorail balloon catheter was advanced over the guide wire. Upon looking at the fluoroscopic image, the physician noticed that the balloon was not following the guide wire. It was found out that the guide wire broke into two pieces. The physician attempted to remove the broken wire from the venous vessel but failed. So, the vascular surgeon removed the wire by creating a small hole in the ulnar vein. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.